Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available.

Event description:
The facility reported to customer service a pump that was over delivering. This event occurred during biomedical testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.